Event description:
It was reported that the evolut fx valve was blocked in the delivery catheter system (dcs), and the capsule of the dcs was not able to open for delivering the valve. Subsequently the devices were replaced. No patient complications have been reported as a result of this event. Additional information was received that there were difficulties loading the valve which required reloading. The first reloading was performed because the honey spoon was unable to be removed without invaginating the valve when it was removed from the loading capsule. Two other reloads were performed due to the valve being invaginated. A different loader performed the final loading. There was also difficulty encountered with mounting the dcs on the non-medtronic (safari) guidewire due to blocking. Turning the deployment knob was not difficult during deployment and the capsule responded when it was turned. Three deployment attempts were made but the valve was never recaptured due to unsuccessful deployment attempts.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the nodes involved in the invagination were not checked.

Manufacturer narrative:
Additional information: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx valve was blocked in the delivery catheter system (dcs), and the capsule of the dcs was not able to open for delivering the valve. Subsequently the devices were replaced. No patient complications have been reported as a result of this event. Additional information was received that there were difficulties loading the valve which required reloading. The first reloading was performed because the honey spoon was unable to be removed without invaginating the valve when it was removed from the loading capsule. Two other reloads were performed due to the valve being invaginated. A different loader performed the final loading. There was also difficulty encountered with mounting the dcs on the non-medtronic (safari) guidewire due to blocking. Turning the deployment knob was not difficult during deployment and the capsule responded when it was turned. Three deployment attempts were made but the valve was never recaptured due to unsuccessful deployment attempts. Additional information was received clarifying that the honey spoon become stuck during the first loading attempt difficulty and the invagination was identified via tactile inspection. It was also clarified that the "blocking" that was encountered when mounting the dcs on the non-medtronic guidewire meant the lumen of the dcs to introduce the guidewire. The dcs was unable to be mounted on the guidewire and a different guidewire was not used.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (B)(6); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the evolut fx valve was blocked in the delivery catheter system (dcs), and the capsule of the dcs was not able to open for delivering the valve. Subsequently the devices were replaced. No patient complications have been reported as a result of this event.